Manufacturer narrative:
(B)(4). Premature sled movement, cartridge pan dislodged. The sc60a device was received for analysis with no visual non-conformances and with an ecr60b cartridge loaded in the device. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. Additionally, the pan was bent and detached on the left proximal side. Furthermore 2 drivers were noted to be out of position making the reload non-functional. The returned device was tested for functionality with a test cartridge in the articulated position by loading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. While no conclusion could be reached on what caused the pan to dislodge and the drivers to be out of position, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Event could not be confirmed as no cutting issues were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an open gastrectomy procedure, the knife did not move forward at the 1st stroke of the 3rd firing though the trigger was grasped. The device functioned properly at the 1st and 2nd firings. The target tissue was regular. The cartridge was blue. Reinforcement material was not used. There was no unexpected resistance in grasping the closing lever. Also, there was no unexpected noise. The device did not clamp something hard such as an existing staple line. The triggers and buttons returned to the home position after removing from the patient. Another device was used to complete the case. There were no adverse consequences to the patient.